Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: hu, x., miao, j., xie, k., zhang, x., yang, y., wang, y., qian, l., zhang, d., & wei, h. (2025). Efficacy and safety of self-retaining double-needle barb suture in transabdominal path robot-assisted laparoscopic partial nephrectomy for t1 renal cancer. Bmc cancer, 25(1). Https://doi.org/10.1186/s12885-025-138256-6.

Event description:
A review of a literature article "efficacy and safety of self-retaining double-needle barb suture in transabdominal path robot-assisted laparoscopic partial nephrectomy for t1 renal cancer" was performed. The study was performed on 50 patients who underwent da vinci si robot-assisted laparoscopic partial nephrectomy (rapn) between january 2021 and january 2022. The article noted that during these da vinci surgeries, one patient in the control group had secondary bleeding after surgery, which manifested as gross hematuria with blood clots and moderate anemia. This condition was resolved after blood transfusion and bladder irrigation, without the need for further surgical interventions. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event. Study limitations were that this was a single-center study with a single source of patients and a small sample size which may have caused a bias of the results and the learning curve of the surgeons and the individual differences among them. Also, all renal tumors in this study were classified as t1 stage with relatively small volumes. For larger renal tumors, a potential limitation of using self-retaining barbed double-layer sutures (srbds) in nephrectomy is that the suture length may be insufficient to complete the entire closure. Per the authors, for localized t1 renal carcinoma, srbds is a safe and efficient endoscopic suture technique and may be considered as an alternative to other suturing techniques, tissue sealants, and glues for rapn in the future. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.